Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is not working. The blood glucose reading is unknown. Customer states that there is a blank display. Nothing further reported.